Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
Consumer reports, "I got a "lap band" in (B)(6), 2009 and all was fine until the end of (B)(6) this year. I started the ideal protein diet to get off the last little bit of weight. On that diet, you need to take salt or you don't get enough. I had to shoot about one tsp. Of salt, in a small amount of water. It made my stomach hurt a little the first night and after doing it the second day, I had projectile vomiting and then could not keep anything down for almost three days. I was awake all night with pain and the last night I kept waking, choking on my own saliva. I found a doctor here who took all the fluid out. Much better! Had a barium scan and he is now saying it appears the band has slipped." Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.